Event description:
It was reported that (1) pmw35 was used during a partial mastectomy procedure. It was reported by the rep that in closing the incision, the surgeon use the pmw35 skin stapler. The surgeon noticed that the staples were not releasing smoothly from the stapler. Despite this difficulty, the surgeon continued to use the same pmw35 to finish the case. There was no consequence to pt.